Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for. During evaluation, the reported issue of the battery not holding charge was confirmed. The battery is not holding a charge. The unit shuts off after being unplugged from a/c power. The root cause is due to the lithium ion battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - battery is not holding charge (B)(6) 2021 - evaluation confirmed abrupt shutdown.